Event description:
It was reported that during a knee arthroscopy the needle detached from the implant. No part of the device remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-1588rtt acl tightrope with fibertag serial/batch number 14986573 was received for investigation. Upon visual evaluation, it was noted that the straight needle is not attached to the suture; however, due to the rigid texture of the suture tail, it can be concluded that the needle was once attached. Multiple yarn filaments were observed in the suture braid close to the sheath. No issues were observed on the button. Functional test opening/closing the suture loop found no issues. An internal manufacturing process issue is the most likely cause of the reported failure.